Manufacturer narrative:
This is a initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date on is the date the complaint was received by customer service.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 453 mg/dl, 165 mg/dl, 126 mg/dl, 91 mg/dl and 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.